Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection to one of the supply bags was reported and is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an dwell four of five, while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, a loose connection was noted on one of the supply bags. There was no patient injury or medical intervention in association with this report. No additional information is available.